Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported a malfunction alarm occurred. The customer's blood glucose (bg) level was in the 300's mg/dl range. Reportedly, the customer reverted to alternate therapy for insulin therapy and to address the current bg level.